Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump was not returned. The death was not considered to be device related and the device operated as expected. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a hemorrhagic stroke. A head computed tomography showed two massive hematomas with shift. There were no changes to the patient's anticoagulation status. The patient was put on comfort care and passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a stroke. No other information was provided.